Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. The patient reported that they were up to 10 and it wasn't helping the pain anymore. The patient noted that they had been running it on 10 for ¿probably a year¿. The patient noted that they had been taking pain pills. The patient reported that they had the whole system removed (ins and lead) because it wasn't helping. The patient reported that she wasn't sure what the doctor was doing with the implant itself, patient service reviewed that the doctor could call if he has any questions about returning device. It was noted that the patient could not remember the name of her current healthcare provider (hcp), but could remember the name of the hcp who explanted the system. The patient wanted to donate their patient programmer (pp), with no complaint against the pp. No symptoms were reported. No further complications were anticipated/reported.